Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of capsular contracture/seroma was received on (B)(6) 2024, with lot number 2247426. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the left device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.

Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the left device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: seroma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported capsular contracture, baker grade IV, and seroma. This relates to the left device. The device has been explanted and replaced with a non-allergan device.